Event description:
The customer observed a discordant, elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated on the atellica im analyzer, and the results were also elevated. The sample was tested on an alternate method and the result was lower. The initial result was reported to the physician(s) and the result was questioned. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant, elevated tnih results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report discordant atellica im high-sensitivity troponin I (tnih) results when compared to an alternate method. Quality control (qc) was within specifications for tnih at the time of testing. The customer stated that the laboratory sends the patient report to central lab for review by chemical pathologists, and the laboratory has not retained any sample for testing by siemens and cannot advise any impact on patient treatement or outcome. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR on 30-september-2022. Additional information 19-october-2022: the outside the united states customer observed an unexpectedly elevated atellica high-sensitivity troponin I (tnih) result on one patient that was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Qc was in range at the time the sample was run and the patient (male) sample results were reproducible: atellica im tnih initial result 301 ng/l (99th% male serum cutoff = 53.53 ng/l), repeated in duplicate (363.568 ng/l, 370.490 ng/l). This indicates a sample/patient specific incident. Insufficient sample remains for further testing by the customer or by siemens. The customer also had the specimen run on an alternate method troponin I which resulted 2.4 ng/l and below the reference interval (alternate method reference interval cutoff: female 10 ng/l; male 20 ng/l). The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica tnih and the alternate methods will have similar results. Per the IFU, there are cardiac and non-cardiac conditions that can cause elevations of troponin I in the absence of acute myocardial infarction (ami). Sample will not be sent back to siemens for any further testing. Siemens also cannot rule out heterophile or other non-specific antibody and/or potentially interfering substance in the sample as the cause of the elevated results. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. The atellica im high-sensitivity troponin I (tnih) lot 070 is performing as intended. A product performance issue has not been identified. The customer is operational. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusion codes were updated.